Event description:
The surgeon experienced the knot "locking" while sliding which resulted in the suture breaking. The issue occurred with two devices during this procedure. The surgeon cut the suture free from both devices and all four t's remain in the patient. Another fast-fix device was successfully used. It is unknown how long of a delay was experienced, however a significant delay was not reported. No patient injury or procedural complications resulted.